Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and device exchange due to patient product concern.

Event description:
Healthcare provider reported deflation and device exchange due to patient product concern. Device remains implanted. This record is for the left side.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare provider reported deflation and device exchange due to patient product concern. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: black, brown and yellow particles in the shell, crease fold and opening on posterior. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior and striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. A striated opening assessed as surgical damage consist in the use of some surgical tool.